Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of super morbid obesity and other un-specified significant comorbidities. The indication for the filter placement was for significantly increased risk of deep vein thrombosis (dvt) and pulmonary embolism (pe) prior to planned gastric bypass surgery. The filter was implanted via the right femoral vein and placed at the level of l2. At some point after the filter implantation, the patient became aware that the filter had tilted, and filter strut(s) had perforated outside the inferior vena cava (ivc). In addition, the patient indicated that the filter could not be retrieved; though attempts to retrieve it were not documented. The patient further reported having experienced continuous discomfort and mental anguish associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the inferior vena cava (ivc) filter is tilted, and some of the struts of the ivc filter are perforating the ivc. According to the information received in the patient profile form (ppf), the patient reports perforation of the filter strut(s) outside the ivc, tilting of the ivc filter in addition to continuous discomfort and mental anguish caused by malfunction of the filter and the unsuccessful removal of the filter; however, there have been no documented attempts to remove the filter. Per the implant records, the patient was at increased risk for development of deep venous thrombosis (dvt) and pulmonary embolism (pe) in the perioperative period for gastric bypass, due to the patient's diagnosis of morbid obesity, combined with the patient's significant co-morbidities. As a result, a vena cava filter was placed as prophylaxis to prevent the possibility of pulmonary embolism and diminish the possibility of pulmonary embolism during the postoperative course. The filter was deployed at the body of l2; good expansion and deployment of the filter was noted as well as normal size of the cava during cavagram. The patient returned to the recovery room in stable condition.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the inferior vena cava (ivc) filter is tilted, and some of the struts of the ivc filter are perforating the ivc. According to the information received in the patient profile form (ppf), the patient reports perforation of the filter strut(s) outside the ivc, tilting of the ivc filter in addition to continuous discomfort and mental anguish caused by malfunction of the filter and the unsuccessful removal of the filter; however, there have been no documented attempts to remove the filter. Per the implant records, the patient was at increased risk for development of deep venous thrombosis (dvt) and pulmonary embolism (pe) in the perioperative period for gastric bypass, due to the patient's diagnosis of morbid obesity, combined with the patient's significant co-morbidities. As a result, a vena cava filter was placed as prophylaxis to prevent the possibility of pulmonary embolism and diminish the possibility of pulmonary embolism during the postoperative course. The filter was deployed at the body of l2; good expansion and deployment of the filter was noted as well as normal size of the cava during cavagram. The patient returned to the recovery room in stable condition.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the ivc filter is tilted, and some of the struts of the filter are perforating the ivc. Per the patient profile form (ppf), the patient reports perforation of the filter strut(s) outside the ivc, tilting of the ivc filter in addition to continuous discomfort and mental anguish. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the inferior vena cava (ivc) filter is tilted, and some of the struts of the ivc filter are perforating the ivc. According to the information received in the patient profile form (ppf), the patient reports perforation of the filter strut(s) outside the ivc, tilting of the ivc filter in addition to continuous discomfort and mental anguish caused by malfunction of the filter and the unsuccessful removal of the filter; however, there have been no documented attempts to remove the filter.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the implantation, the patient became aware that the filter had tilted and that struts of the filter had perforated the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the inferior vena cava (ivc) filter is tilted, and some of the struts of the ivc filter are perforating the ivc.